Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that the atrial lead exhibited oversensing again on (B)(6) 2013. The atrial sensitivity was decreased. The lead remained implanted.

Event description:
It was reported that the atrial lead exhibited oversensing.